Event description:
During a follow-up, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was in an apical position; it was suspected that there was slight dislodgement. A revision procedure was performed. There was difficulty retracting the helix of the rv lead but it was achieved. The physician attempted to extend the rv helix for repositioning but it was also difficult. The rv lead was then explanted and replaced to resolve the event. Upon extraction, it was noticed that there was a white material that was within the helix that prevented proper movement of the rv lead. The malfunction of the helix of the rv lead was confirmed on the operating table. The patient is stable.